Event description:
The customer reported the camera head screen occasionally goes black. The event occurred during a therapeutic gynecological procedure. A similar device was used to complete the procedure with no more than a 15-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported screen blackout issue was not confirmed. The probable cause was due to falsely connecting the cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and communications with the customer, it is likely that the phenomenon ¿blackout¿ occurred because the video function did not work properly due to the connection failure of the connector. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.